Event description:
It was reported that this artificial urinary sphincter (aus) was not working correctly. A surgical procedure was performed in which all components were explanted and replaced. There were no patient complications reported.